Event description:
Forty eight year old had silicone implants placed in 1990. Unknown where implants were placed. No identifying info noted by surgeon or pathologist. Implants removed due to painful capsular contractions. Pathology report note foreign body reaction in capsules consistent with polyurethane and silicone.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.